Event description:
It was reported that 10 pen ndl 32g 4mm hp 100 box 1200 us were difficult to operate during use. The following was reported by the initial reporter: "it was reported that pen needle will not attach to insulin pen. Verbatim: from phone call on 2021-02-10 16:57:00: stated, last night, 4 pen needles did not attach, (2021-02-09) stated, cannot attach pen needles to insulin pen stated, 10 pen needles affected in total lot: 0203720 catalog: 320550 date of event: (B)(6) 2021 samples: yes cl bd consumer left voicemail complaint stated, every 2 out 3 pen needles will not attach to insulin pen. Cl".

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. See h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 pen ndl 32g 4mm hp 100 box 1200 us were difficult to operate during use. The following was reported by the initial reporter: "it was reported that pen needle will not attach to insulin pen. Verbatim: from phone call on (B)(6) 2021 16:57:00: stated, last night, 4 pen needles did not attach, ((B)(6) 2021) stated, cannot attach pen needles to insulin pen stated, 10 pen needles affected in total lot: 0203720. Catalog: 320550. Date of event: (B)(6) 2021. Samples: yes cl. Bd consumer left voicemail complaint stated, every 2 out 3 pen needles will not attach to insulin pen. Cl.